Manufacturer narrative:
Ref: (B)(4). Was the complaint confirmed? No. Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured under wo # (B)(4) on 10/28/08. Service & repair found the unit operated to specifications. The high pressure regulator was noted to be set at the low pressure end of the allowable range, approximately 420 psi. The complaint noted the unit would not defrost/thaw. Based on the IFU, a retinal probe should be operated with a pressure range of 600 - 625 psi. Too low a setting on the high pressure regulator will result in no thawing and the probe will not get to temperature. The customer may have changed to the pressure setting after getting the probe tip to freeze (at 600 psi). The unit is not designed to change on its own. A user needs to adjust the pressure up or down. Guidance on what pressures to use are in the IFU (page 10 of IFU p/n 38687) and on the cover label, p/n 34032 affixed to each and every unit. This unit was found to be set outside the recommended pressure setting for a retinal probe. Root cause for this complaint is being attributed to end user error. Correction and/or corrective action: none. Reason: no applicable correction available to train to at this time. The unit was confirmed to operate to specifications, set to the proper pressure setting and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Review of repair order log (B)(4). Customer stated "probe would not thaw, froze to surgeons hand and patients eye". Ref e-complaint (B)(4).

Manufacturer narrative:
(B)(4). Was the complaint confirmed? No. Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured under (B)(4) on 10/28/2008. Service & repair found the unit operated to specifications. The high pressure regulator was noted to be set at the low pressure end of the allowable range, approximately 420 psi. The complaint noted the unit would not defrost/thaw. Based on the IFU, a retinal probe should be operated with a pressure range of 600 - 625 psi. Too low a setting on the high pressure regulator will result in no thawing and the probe will not get to temperature. The customer may have changed to the pressure setting after getting the probe tip to freeze (at 600 psi). The unit is not designed to change on its own. A user needs to adjust the pressure up or down. Guidance on what pressures to use are in the IFU (page 10 of IFU p/n 38687) and on the cover label, p/n 34032 affixed to each and every unit. This unit was found to be set outside the recommended pressure setting for a retinal probe. Root cause for this complaint is being attributed to end user error. Correction and/or corrective action: none. Reason: no applicable correction available to train to at this time. The unit was confirmed to operate to specifications, set to the proper pressure setting and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip).

Event description:
Review of repair order log (B)(4). Customer stated "probe would not thaw, froze to surgeons hand and patients eye". (B)(4).